Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported bleeding and driveline infection could not be conclusively determined. It was reported that the patient was admitted with signs and symptoms of a gastrointestinal bleed, including a drop in hemoglobin and hematocrit. Small arteriovenous malformations were found, which were cauterized. The patient was also found to have a driveline infection that was suspected to be due to trauma to the site approximately 2 weeks before. The patient was given intravenous antibiotics with plans to switch to antibiotics taken by mouth. The patient received additional medication changes for his gastrointestinal bleed at the time of his discharge, and his international normalized ratio (inr) range was decreased. The patient would continue taking anticoagulants every day. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas) serial number: (B)(6) until he underwent a routine transplant on (B)(6) 2021. The device was not returned for investigation. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including infection (localized, driveline, pump pocket or pseudo pocket) and bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also contains information on controlling infection. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with signs and symptoms of a gi (gastrointestinal) bleed. The patient had h/h drop, inr 2.0 and taking aspirin, the patient was found to have small avms which were cauterized. The patient was also found to have a driveline infection. The culture results from (B)(6) 2020 were (B)(6) for (B)(6). The patient reported that there was trauma to the site roughly 2 weeks prior. The patient was started on an IV vancomycin. The patient was also started on fish oil and digoxin at the time of their discharge on (B)(6) 2020 for their gi bleed. The patient's inr range was decreased to 1.8-2.2 and will continue aspirin daily. No additional information was provided.